Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary arteries using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), a neuron select catheter 6f (6f select), an indigo system separator 12 (sep12), a non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the flash catheter to the target location and completed several passes. While torquing the flash catheter, the distal portion of the flash catheter fractured in the right pulmonary artery. The physician was able to advance a guidewire through the flash catheter and retract the fractured flash catheter through the sheath. The procedure was completed using a new flash catheter, the same 6f select, the same sep12, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.